Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose level and was having site issues. Blood glucose level at the time of the call was 49 mg/dl and treated with food and glucose tabs. Customer also had a blood glucose of 250 mg/dl. Customer mentioned getting site irritation where the cannula is. Customer was instructed to try cleansers such as skin prep and to discuss options with their hcp. The insulin pump was not replaced or returned for analysis. Frn reservoir unknown; infusion set.